Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/26/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding properly. The original complaint was unable to be duplicated. There was no physical damage found on the keypad. The keypad was removed and there was no contamination or physical damage found. Unrelated to the original complaint, the battery compartment was observed to be cracked.